Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the tube of an opt316 optiflow junior nasal cannula became disconnected from its cannula as the baby "ripped it apart". It was further reported that the coiled wire came out from the tube. There were no clinical implications reported as the "baby was crying and moving a lot, and thus already had high saturation".

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the left tube was detached from the cannula, confirming the reported fault. The spring was evenly distributed along its length and no damage was observed. An adhesive was present at the external surface of the tube that was inserted into the cannula. A lot check was not performed as lot information was not provided. Conclusion: the damage was caused by the baby pulling the tube away from the cannula, as reported by the nurse at the hospital. All optiflow junior nasal cannulas are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. Our user instructions that accompany the opt316 optiflow junior nasal cannula state the following: "check all connections, caps and/or plugs are tight before use." "Patient monitoring is recommended."